Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'watchdog error' could not be evidenced through the event history log (ehl) review, and it was not reproduced during evaluation. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump, experienced watchdog error occurred during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.